Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510 k: this report is for an unk - plates: 3.5 mm lcp olecranon plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation surgery for the elbow fracture. But instead of olecranon implants, sales rep delivered distal humerus plate (dhp) implants. The sales rep arranged the olecranon implants immediately, but the surgeon changed the surgery and performed tension band wiring (tbw) surgery. The tbw surgery was completed successfully without any surgical delay and there was no problem about the fixation. There was no harm to the patient. No further information is available. This complaint involves one (1) device. This report is for (1) unk - plates: 3.5 mm lcp olecranon. This report is 1 of 1 for (B)(4).